Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Clinic reported that the recipient has no access to sound with the device. The recipient alleged hearing some strange sounds with wearing the processor and then no sound at all. No swelling at the implant site or trauma was reported. Implant site was checked by physician. Re-implantation will be discussed.

Manufacturer narrative:
Device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Other damages found during investigation are most likely related to explantation surgery. The investigation findings appear to match the content of the patient report. This is a final report.

Event description:
The clinic reported that the recipient has no access to sound with the device. The recipient alleged hearing some strange sounds with wearing the processor and then no sound at all. No swelling at the implant site or trauma reported. No auditory stimulation could be produced with single channel stimulation on various channels at previous stimulations levels. The user has been re-implanted on (B)(6) 2018.